Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, no specific value was provided. Cause of bg was unknown. Customer delivered a correction bolus via the pump to address bg.